Event description:
A cartridge alarm 20 was reported by the caller, with confirmation that it did not adversely impact the customer's blood glucose level. The issue, ongoing for roughly three weeks, was confirmed by cts with multiple cartridge alarms occurring on specified dates. The customer was advised to continue using the current pump as backup therapy while a replacement pump was sent by cts. The customer was also instructed on how to put the old pump into storage mode and informed of the need to return it to tandem within ten days to avoid being billed. Additional instructions were provided regarding programming settings and connecting a cgm to the new pump.